Manufacturer narrative:
Upon further review, it has been determined that this device is not commercially available in the us and is not similar to a stryker device that is commercially available. Therefore, the initial report was submitted in error.

Event description:
" The acetabulum broke in the patient. (Installation date 19/12/2013) installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head - ref: (B)(4) - lot: t807. Titanium tip 9 mm - ref: (B)(4) - lot g3803953. Ceramic flanged insert for abgii 28mm cup - ref: (B)(4) / (B)(4) / (B)(4). Standard uncemented thelios hap rod t14 - ref : (B)(4) - lot : u197. The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019. Intervention report 19/12/13 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage "

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"The acetabulum broke in the patient (installation date (B)(6) 2013). Installed in combination with: protheos cera biolox f 28 mm cm/0mm protheos head - ref: 13012802 - lot: t807, titanium tip 9 mm - ref: 4840-0009 - lot g3803953, ceramic flanged insert for abgii 28mm cup - ref: 46148150 / 49307037 / 42641801, standard uncemented thelios hap rod t14 - ref: 111214 - lot: u197 . The patient noticed that her total hip replacement was altered due to severe pain and abnormal noises. Revision on (B)(6) 2019. Intervention report (B)(6) 2013 not available because the intervention did not take place in our establishment. The surgeon believes that a screw had been incorrectly positioned during the initial operation, which would have resulted in fragility and breakage."